Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a (B)(6) female had a 21mm aortic bioprosthetic valve was explanted after an implant duration of approximately twelve (12) years and one (1) month. The reason for explant was degenerative changes leading to aortic valve stenosis. The operative report indicated that this valve had diffuse calcifications with stiffening leaflets. The explanted aortic valve was replaced with a 21mm bioprosthetic aortic valve. Patient also had her bioprosthetic mitral valve replaced in the same procedure. The transesophageal echocardiogram indicated that this valve had no leak after implant.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device has not been returned to edwards for analysis and device return follow up is in progress. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause remains indeterminable. Should the device is returned for evaluation, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.